Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation, there was no signal output from the serial digital interface due to a failure of the printer circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center did not have signal output from the serial digital interface (output2) when installing the device. The issue was found during inspection for use. There was no delay noted and there were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation. During the inspection it was found that the serial digital interface (sdi2) had no output due to a faulty rusty printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted.